Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that he was experiencing a display issue with his onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2011 at around 8:00am, the patient allegedly discovered "black marks" on the lcd screen of the subject meter and an hour later, claimed to have developed symptoms of a "stomachache". The patient stated that he manages his diabetes with insulin, novolog 3 units. By 10:00am of the same day, the patient reported increasing his novolog intake by 2 units in response to the alleged issue. At the time of troubleshooting, the cca determined that there was no misuse of the product; however, the alleged issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked / broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.